Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The closed circuit digital camera, two power supplies, and the hard drive were replaced. The configuration files were reloaded. The system was tested and operates as intended.